Manufacturer narrative:
Customer returned four (4) loose 0.3ml bd insulin syringes. Consumer reported that the needle shield was difficult to remove and the needle hub separates. All four returned syringes were examined, and it was observed that all four exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Customer returned an additional eight (8) loose 0.3ml bd insulin syringes on (B)(6) 2020. Consumer reported that the needle shield was difficult to remove and the needle hub separates. All eight returned syringes were examined, and the following was observed: seven syringes exhibited a needle hub/shield assembly separated from the syringe barrel (only six separated hub assemblies were returned); no damage to the barrel tips was observed. One syringe exhibited adhesive splatter on the cannula hub. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA# (B)(4) was initiated.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer noticed the needle shield was difficult to remove and the needle hub separates.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer noticed the needle shield was difficult to remove and the needle hub separates.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: (B)(6) 2020. Investigation: customer returned four (4) loose 0.3ml bd insulin syringes. Consumer reported that the needle shield was difficult to remove and the needle hub separates. All four returned syringes were examined, and it was observed that all four exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer noticed the needle shield was difficult to remove and the needle hub separates .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer noticed the needle shield was difficult to remove and the needle hub separates .